Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The distal end of the nitinol point demonstrates minimal scrape marks, indicating the needle was not fired excessively. The mating part (ar-13990/lot#64760) used in the event was returned and nothing relevant to the event was found during our evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the needle broke in the patient's shoulder. The surgeon was unable to retrieve the part. The broken part remains in the patient's shoulder. No further information is made available.